Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
The patient was a participant in the (B)(6) study.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with "scant fresh blood from a lateral incisional margin and left axillary hematoma from device implant site" one day post implant. The physician applied a pressure dressing and the device and leads remain in use. No further patient complications have been reported as a result of this event.